Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was implanted. Post-procedure the patient was noted to have had a minor stroke. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was hospitalized for 9 days. The patient is stable and recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of minor stroke post navitor implant procedure was reported. Field indicated that the patient or user did not experience adverse health consequences due to the performance of the product. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was implanted. Post-procedure the patient was noted to have had a minor stroke. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was hospitalized for 9 days. The patient is stable and recovering.